Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed. The root cause could not be determined. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found.

Manufacturer narrative:
The suspect device is not expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that during a placement procedure of a hemodialysis catheter, the patient developed pericardial hematoma and right atrium endocardium perforation from the tip of the sylet of the catheter. The patient was transferred to ICU in stable condition. No additional information available.